Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the iol had debris in the center of the lens which made the postoperative measurements inaccurate. No reported patient harm. Additional information provided indicates that the debris was a scratch or crack in the iol. The iol remains implanted.